Event description:
The physician had to use excessive torquing, 'multiple device twisting and turns', to advance the device through the tortuous anatomy. It was noted that the device was not turning and it was found to have broken into two pieces approximately 7.5cm from the distal tip inside the microcatheter. The guidewire and the microcatheter were removed from the patient as one unit. There was no clinical consequence to the patient who was reportedly in a stable condition.

Event description:
The physician had to use excessive torquing, 'multiple device twisting and turns', to advance the device through the tortuous anatomy. It was noted that the device was not turning and it was found to have broken into two pieces approximately 7.5cm from the distal tip inside the microcatheter. The guidewire and the microcatheter were removed from the patient as one unit. There was no clinical consequence to the patient who was reportedly in a stable condition.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. The patient anatomy was reported as being highly tortuous, requiring the physician to torque the wire excessively. Excessive torsional stress led to the guidewire break, most likely due to the tortuous anatomy. Therefore the cause of the event is considered operational context.